Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va190le serial# implanted: 2016-(B)(6)explanted: 2018-(B)(6) product type lead product ID 3708660 lot# serial#(B)(4) implanted: explanted: product type extension product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep's information was confirmed with the physician. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va190le, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va190le, ubd: (B)(6) 2019, UDI#: (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the surgeon went in do to a lead exploration procedure and was not sure what they were going to do, explant or not. The procedure happened late midnight and the surgeon did not request or clinical support for the case. The surgeon mentioned that the patient had a biopsy done around the area on their head where the right lead was present. They mentioned that the lead was exposed during this biopsy procedure. The patient suspected that they had (hair) foliculitis and that¿s why the biopsy was done. The patient also mentioned that they have had another biopsy done in the past. The surgeon mentioned that the patient showed no signs/symptoms/side effects related to that issue. The device interrogation showed normal impedences. It was believed the biopsy lead to the lead exposure. The surgeon decided to do lead exploration procedure following the patient examination. The surgeon took out the lead during this procedure. They mentioned that they used a torque screw driver to remove lead from the extension. The surgeon did not put a boot on the end of the extension after the removal of the lead from the extension. The surgeon set the voltage on the side that was removed(right) to zero. The surgeon did not request or clinical support. The issue was resolved at that time. There was no issue with the product itself. The device impedances looked normal at the time of interrogation. Tech services was contacted by the rep for getting additional details where the same allegations were reiterated. There were no further complications reported.

Manufacturer narrative:
Product ID 3389s-40, lot# va190le, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the infection and folliculitis was undetermined. The issue was said to be resolved. There were no further complications reported.